Event description:
It was reported that during a burn case, multiple grafts obtained using the zimmer dermatome blades produced an irregular graft, with one edge of the graft being "skippy and sloppy," while "the other edge of the graft looked great." Additional grafts needed to be taken using a blade from a different lot number. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up medwatch will be submitted once the investigation is complete.